Event description:
It was reported that a multi-link vision stent successfully reached the lesion and was inflated with an indeflator. At the pressure of 10atm, the physician noted that the balloon was burstin. Immediately after the balloon burst the physician noticed that there was an occlusion in the treated vessel. For a short time it seemed that the patient was unstable and in danger of having a heart attack. The patient was taken to the intensive care unit where the patient was treated medically with anagesie, eftibati (3 a blocker), integrelin and clopidogrel. There was no surgical intervention. After two hours the patient was stable again.